Manufacturer narrative:
The retained samples were inspected, and no abnormal were found. By investigating the production process, it was discovered that the positioning pins of the blade were damaged by the equipment during assembly, causing the blade to fail to retract after being fired. The equipment was improved to eliminate this problem.

Event description:
On 18apr2025, customer complaint was received on 2005 mediheel button newborn-1.0mm. Customers complained that the ejector only partially ejecting, resulting in one baby having to be re-stuck. The blade also does not fully retract, leaving the tip of the blade sticking out.